Event description:
Customer reported that she had low blood glucose. And her insulin pump delivered insulin that she did not programmed. Called the paramedics and she was treated at home. The blood glucose reading was 19 mg/dl at the time the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had a broken battery cap. The unexpected delivery was not specified in the notes. The insulin pump was programmed and monitored for four days with no unexpected delivery noted. The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. No unexpected weak battery alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All buttons function properly. The insulin pump did not react on it's own. No number ramping or scrolling screens noted. No damage noted on keypad traces. The insulin pump had a cracked case and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.